Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the insulin pump passed the displacement accuracy test.

Event description:
The caller reported that the paramedics were called while the customer was at work because his blood glucose level was 41 mg/dl. He skipped lunch causing his low blood glucose. The customer was using more insulin with his current insulin pump than with his previous one. The customer experienced low and high blood glucose levels because, the insulin pump over and under delivered insulin. The customer was using the insulin pump 25 to 30 more times in a day than his older insulin pump. If the customer's basal was high, his blood glucose dropped. He treated his blood glucose level by eating a granola bar and a smoothie. The insulin pump was exposed to a body scanner. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, unit received with minor scratched lcd window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.